Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation showed loss of capture, diminished sensing, and low pacing impedance. The right ventricular lead was found to be dislodged. The patient was scheduled for revision where an attempt was made to reposition the lead. However, the helix failed to extend due to the presence of tissue. The lead was explanted and replaced. The patient was stable.